Event description:
On (B)(6) 2017, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultramini meter read inaccurately. The complaint was classified based on customer care advocate (cca) documentation and information obtained during a follow-up call to the patient. The patient reported that on (B)(6) 2017 at 04:00am she obtained a result of ¿191 mg/dl¿ on the subject meter which she felt was inaccurately high in comparison to a result of ¿114mg/dl¿ on another device (libre). Meter to other meter comparisons do not reasonably suggest that a malfunction has occurred. There can be no presumption as to which meter¿s reading is erroneous as the comparison is not made to a calibrated reference method. In addition to the result of ¿191mg/dl¿ the patient obtained results of ¿158 and 181 mg/dl¿ on the subject meter, performed within 20 minutes of each other, which she felt were inaccurately erratic. Based on statistical methodology, the calculated difference in results does not exceed lfs criteria for precision. The patient manages his diabetes by self-adjusting her insulin doses and administered 4 extra units of humalog insulin at 04:00am on (B)(6) 2017, in response to the alleged issue. The patient reported that 4 hours after the alleged issue occurred she developed symptoms of ¿weakness and sleepiness¿ which she associated with hypoglycemia and she self-treated with ¿sweet food¿. During troubleshooting the cca noted that the meter was set to the correct unit of measure and an approved sample site was used. The patient had followed the correct testing steps and the test strips had not expired or been stored incorrectly. Product was replaced and requested back. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury adverse event.